Event description:
Medtronic received information that no delivery/occlusion alarm - unknown timing, damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 4.11e. Retainer ring = black. A test p-cap does lock into place inside the reservoir compartment properly. The pump passed the displacement test. The pump was received with scratched case, cracked select button keypad overlay, and pillowing keypad overlay.